Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, ¿the patient is a critical care child and had been using mic120 buttons previously; he has an established stoma. The tj tube was placed at (B)(6) and the patient was discharged from the ICU at (B)(6). This issue developed at (B)(6). There was an apparent leakage / rupture of the gastric lumen. The patient's dad has flushed the gastric lumen with colored water to check patency; most is leaking back around the stoma via a tear in the gastric lumen, near the exterior portion of the trans-stomal tube. The patient has developed severe irritation / excoriation around the stoma site as a result of this leakage and is in pain. The dad has checked that the balloon is intact. The family are still able to administer feeds via the jejunal lumen, but cannot use the gastric for water or medications. (B)(6) have scheduled a replacement procedure for next thursday. The family are not happy that (B)(6) is not replacing the line until next week and has instead offered IV infusion in the interim to alleviate any dehydration." (B)(4).